Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('other: never stopped bleeding /spotting after placement of essure, was on birth control to stop the bleeding.') In an adult female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, migraine, pap smear abnormal, dysplasia, cesarean section, abdominal pain, back pain, endometriosis and inflammation. Previously administered products included for an unreported indication: ibuprofen. In 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal motility disorder ("gastrointestinal: lazy bowels"), gastrooesophageal reflux disease ("gastrointestinal or digestive system: gastric reflux"), premature ovulation ("hormonal changes describe:ovulation twice per month"), migraine ("migraines / headaches"), migraine headache ("migraines / headaches"), nausea ("nausea"), ovulation pain ("ovulation pain & cramp"), abdominal pain lower ("severe cramping") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, da). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, gastrointestinal motility disorder, gastrooesophageal reflux disease, premature ovulation, migraine, migraine headache, nausea, ovulation pain, uterine leiomyoma, abdominal pain lower, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, ovulation pain, pelvic pain, premature ovulation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased and migraine headache to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, nausea. Lot number: 758631 manufacture date: 2010-07 ,expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('other: never stopped bleeding /spotting after placement of essure, was on birth control to stop the bleeding.') In an adult female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, migraine, pap smear abnormal, dysplasia, cesarean section, abdominal pain, back pain, endometriosis and inflammation. Previously administered products included for an unreported indication: ibuprofen. In 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal motility disorder ("gastrointestinal: lazy bowels"), gastrooesophageal reflux disease ("gastrointestinal or digestive system: gastric reflux"), premature ovulation ("hormonal changes describe:ovulation twice per month"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), ovulation pain ("ovulation pain & cramp"), abdominal pain lower ("severe cramping") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, da). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, gastrointestinal motility disorder, gastrooesophageal reflux disease, premature ovulation, migraine, headache, nausea, ovulation pain, uterine leiomyoma, abdominal pain lower, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovulation pain, pelvic pain, premature ovulation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, nausea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Lot number was added. Reporter's information was added. Patient's demographics was added. Date of removal was added. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, gastrointestinal: lazy bowels, gastric reflux, hormonal changes: ovulation twice per month, ovulation pain & cramp, migraines, headaches, nausea, pelvic pain, severe cramping, fibroid , vaginal discharge, other: never stopped bleeding /spotting after placement of essure, was on birth control to stop the bleeding, weight gain. Medical history, historical drug, concomitant drug, concomitant condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.